Event description:
Customer reported no delivery alarms and high blood glucose. The issue has been recurring for awhile. Customer stated she went to bolus for lunch and the insulin pump alarmed no delivery. The insulin pump also alarmed last night when customer was changing her infusion set. Customer's blood glucose is 283 mg/dl. In troubleshooting, insulin did not exit the tubing in a fixed prime. Customer disconnected and manually pushed insulin through with a plunger. Insulin exited the tubing. Customer was advised the insulin pump was working as designed. The alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).